Event description:
It was reported that during initial implant procedure stylet was failed to advance into patient's new lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction. No anomalies were found.